Event description:
A malfunction alarm labeled malf 1 was reported, and the fault ID 1-0x289d was verified. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, cts decided to replace the pump and send the customer a new one with updated software. The customer confirmed understanding of storage mode instructions and return process, and opted not to require a delivery signature. The customer will use multiple daily injections (mdi) as a backup insulin therapy until the replacement pump arrives.